Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a micro-centrifuge vial. Visual inspection found the haptic torn and bent. Claim#: (B)(4).

Manufacturer narrative:
B5- the reporter stated "corneal edema has not been resolved at this moment. There are no infection. Corneal edema only because of hypertension. No other intervention performed but intended to have surgical intervention on hypertension." Claim# (B)(4).

Manufacturer narrative:
Corrected data: g3- (B)(6) 2021 should be corrected to "07-apr-2021" in the previous MDR. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h10- "(B)(6) 2021" should be corrected to "(B)(6) 2020" in previous MDR. Claim# (B)(4).

Manufacturer narrative:
(B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -11.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Elevated iop (26mmhg) without pupil block and angle closure were observed and the lens was removed on (B)(6) 2020. Cause of the event is reported as unknown. Reportedly, "the patient presented with high intraocular pressure 4 months after the operation, cannot be controlled by medicine treatment. The lens was removed at 8th month post operation. But, the intraocular pressure was still high after removal of lens" and corneal edema was observed. Patient need further surgical intervention to treat high iop. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.